Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (B)(4) that during the index procedure of a stent placement procedure, the subject had an adverse event of dissection in left superficial femoral artery pre dilatation during index procedure with lutonix drug coated balloon. It was further reported that the vessel dissection was treated with a ranger stent. However, the current status of the patient was unknown.